Event description:
On (B)(6) 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation of the iol into the eye the lens optic was observed to be cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to have cracked. The lens was explanted and exchanged during the original surgery session. There was no harm or injury to patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone spheric rao100c batch 103226836 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confrims this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 103226836. Without the ability to examine the device and without clear event details being provided it not possible to determine the cause of the event.

Event description:
On 31st july 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation of the iol into the eye the lens optic was observed to be cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to have cracked. The lens was explanted and exchanged during the original surgery session. There was no harm or injury to patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone spheric rao100c batch: 103226836 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch: 103226836. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were fully closed, and that the plunger was fully retracted. A small amount of viscoelastic residue was observed in the nozzle. The injector was disassembled. The injector parts were inspected under 10x magnification. The inspection did not identify any damage to injector parts. The lens was returned hydrated in a pouch of saline, when removed from the pouch, it was identified that only half a lens was returned. The lens has been cut in half to aid explantation; however, no crack was identified per the verbatim report. To facilitate further testing of the injector, the injector was re-assembled with a new plunger and 1x rayone aspheric rao600c was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. Product return inspection performed could not confirm the event as reported, as only part of the lens was returned. Root cause of the reported fault could not be established. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design.